Manufacturer narrative:
A decontaminated sample was received at the plant for investigation. Because a lot number was not provided, the device history record could not be performed. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. Upon a visual evaluation of the sample, it was noticed that the weighted tip was missing, however a clear manipulation was observed that may have caused the tip detachment. Due to this, it was confirmed that the tip was not disassembled, it was pulled/ manipulated to the point where the tube was damaged causing the failure mode reported by the patient, therefore it was not caused by the manufacturing process. The failure mode could have been generated due to an incorrect use of the device in the field by the involved personnel. A corrective action is not applicable at this time. Functional testing and visual inspections are being performed according to our current quality standards and inspection procedures. This complaint will be used for qa tracking and trending purposes. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, when the patient's feeding tube was removed, the nurse noticed that the weighted tip of the tube was missing. An x-ray confirmed that the tip was in the patient's stomach. The next day, an endoscopic procedure was performed to remove the weighted tip from the patient's stomach. The patient required an additional 2 days of hospitalization due to this event.